Event description:
It was reported that during patient use a ventilator displayed an occlusion alarm. The patient was transferred to another ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien technical service engineer (tse) troubleshot this issue with the customer over the phone. The action recommended by technical support engineer corresponds with accepted service practices for the error codes generated by the device. The customer was contacted again and reported that the device was working properly and no further assistance was needed.